Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the fibrotic left anterior descending artery. The 4.00 x 16 synergy stent was advanced to the lesion; however, it was noted that the stent did not line up with the markerbands. The device was removed and the stent was pulled slightly off the balloon in a distal direction. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts that were damaged. The stent was moved 5mm distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the fibrotic left anterior descending artery. The 4.00 x 16 synergy stent was advanced to the lesion; however, it was noted that the stent did not line up with the markerbands. The device was removed and the stent was pulled slightly off the balloon in a distal direction. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.